Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could not be confirmed or duplicated. The avea uim assembly was able to perform with no issues during testing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen was blank at the top and the bottom. The customer stated there was a patient on the ventilator, the ventilator was swapped out with no patient harm or injury.